Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a declaration ((B)(4)) from (B)(6) which reported the following information: a pharmacist reported a customer¿s adc freestyle libre sensor was producing erroneously high readings. It was further reported that on (B)(6) 2018 the sensor provided readings of 387 mg/dl and 417 mg/dl, but at the time when these readings were received the customer was experiencing unspecified symptoms of hypoglycemia. Customer¿s mother then performed a capillary test using a competitor¿s meter and received a reading of 25 mg/dl. Customer was given jam under the tongue and 100 ml of orange juice. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and fs sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Abbott diabetes care received a declaration (r1806037) from ansm which reported the following information: a pharmacist reported a customer¿s adc freestyle libre sensor was producing erroneously high readings. It was further reported that on march 10, 2018 the sensor provided readings of 387 mg/dl and 417 mg/dl, but at the time when these readings were received the customer was experiencing unspecified symptoms of hypoglycemia. Customer¿s mother then performed a capillary test using a competitor¿s meter and received a reading of 25 mg/dl. Customer was given jam under the tongue and 100 ml of orange juice. No additional treatment was required. There was no report of death or permanent injury associated with this event.